Manufacturer narrative:
The report of smoke and burning smell was not confirmed. External and internal inspection was performed on the returned pump module. No burning smell or thermal damage/activity were indicated. A 6-hour basic test infusion was performed using the returned device iui connectors and the pump¿s last infusion rate. Infusion completed successfully with no issues observed. The device was also left powered on for 48 hours and there were no observations of a thermal event. The root cause of the reported experience of smoke and burning smell was not identified.

Event description:
It was reported that the device had a smoked and burning smell. It was unknown if the event occurred during use.

Manufacturer narrative:
Patient information requested but not provided. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a smoked and burning smell. It was unknown if the event occurred during use.